Manufacturer narrative:
The investigation determined that a (B)(6) result was obtained from a patient sample using vitros ahcv reagent with a vitros eci immunodiagnostic system. A definitive assignable cause could not be established. Precision testing was not performed to verify that the instrument was operating as expected, therefore atypical instrument performance cannot be ruled out as contributing to the event. Relevant quality control data was not provided by the customer when requested, therefore the performance of the vitros ahcv reagent could not be evaluated and a reagent issue could not be ruled out as a contributing factor. A pre-analytical sample handling issue also could not be ruled out as contributing to the event.

Event description:
A customer obtained a (B)(6) result from a single patient sample using vitros ahcv reagent with a vitros eci immunodiagnostic system. The (B)(6) vitros ahcv result was (B)(6) when compared to (B)(6) results obtained from repeat testing on the same instrument. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The (B)(6) result was not reported from the laboratory. There was no allegation of patient harm as a result of the event. (B)(4).